Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7087821.

Event description:
It was reported that the patients leads migrated, and therefore underwent a revision procedure wherein the leads were moved up, and patient was doing well postoperatively.